Manufacturer narrative:
Result: motion interrupt pan.

Event description:
It was reported by service report that the motion interrupt pan was damaged. It is unknown if there was patient involvement or if there are adverse consequences to report.